Event description:
Caller reported tandem mobi cartridge alarm during every cartridge change on several dates in august. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support confirmed the alarm and decided to replace the pump, instructing the caller to return the malfunctioning pump via ups. Caller was provided with instructions to put the pump in storage mode before returning it, and a replacement pump was shipped.